Event description:
Allegedly revised due to unknown reasons at this time.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. Additional information has been requested.

Manufacturer narrative:
Additional information rec'd (B)(4) 2012: date of event. Brand name, catalog/lot number, implanted/explanted date. This is the same event as 1043534-2012-01119, 01120.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned. (B)(4): evidence that product in specification when used.